Event description:
It was reported that the user experienced overnight hypoglycemia between late evening and early morning while using the ilet, without alarms or suspension of insulin, and treated the low with oral glucose tablets; the lowest reported glucose reading was 98 mg/dl, with a fingerstick reading of 98 mg/dl reported. Glucose remained outside 70¿180 mg/dl for more than three hours. Symptoms included no reported clinical effects such as loss of consciousness or dizziness. Outcomes included self-treatment without medical intervention, hospitalization, or assistance. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed an unclear cause, with no device malfunction or component issue identified and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.